Manufacturer narrative:
On 04/21/2015 product will be requested to be returned for eval.

Event description:
On (B)(6) 2015 customer claims that they purchased the breast pump on (B)(6). They used it twice on the (B)(6). Rash began to develop on (B)(6). Consumer was treated for a severe allergic reaction (breathing problems and rash/hive).

Manufacturer narrative:
On 11/11/2015: "device works within specification." No visual damage was detected. If allergy would be caused by our product than the symptoms would be typically located on contact area. Looking into available pictures it is clear that there is no allergic reaction on the breast(s) visible. The users gp indicates the allergic reaction seems to look like a latex allergy, our product does not contain latex. Location of the rash indicates allergy to something else (eg food), however this cannot be confirmed. Safety risk occurred, however we concluded root cause is external.